Manufacturer narrative:
Based on the information provided, the root cause of the patient's alleged operative complications cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs and the surgeon's procedure history with an event date of (B)(6) 2013. The surgeon's procedure history reveals that the surgeon performed 2 da vinci-assisted hysterectomy procedures on (B)(6) 2013 using the same da vinci surgical system (usg433). No related system errors were found to have occurred during both surgical procedures. The two monopolar curved scissors (mcs) instruments used during each surgical procedure were used in subsequent surgical procedures until zero uses remained and with no complaints reported to isi for either mcs instrument. The current status of both mcs instruments is unknown. As part of a legal dispute, isi initially became aware of this legal complaint on (B)(6) 2013. The patient's alleged injuries were sent to the FDA via alternate summary report (asr) submissions on 02/27/2014 (report 2955842-2014-01197) and 05/29/2014 (report 2955842-2014-03317). At the time of both asr submissions, there was no allegation that an arcing event from an mcs instrument occurred or caused/contributed to the patient's operative complications. On 06/02/2016, isi became aware of the patient's internet blog comments and allegation that electrical energy from an mcs instrument possibly caused her operative complications. Based on the additional information obtained on 06/02/2016, this complaint is being reported due to the following conclusion: the patient claimed that she was injured during a da vinci-assisted surgical procedure. However, the root cause of the operative complications experienced by the patient are unknown.

Event description:
On 06/02/2016, intuitive surgical, inc. (Isi) became aware of the unplug the robot internet blog titled, (B)(6). According to the internet blog, the patient alleged that she sustained an operative injury while undergoing a da vinci-assisted hysterectomy procedure performed on (B)(6) 2013 for uterine prolapse. The patient claimed that her operative complication was possibly caused by the leakage of electrical energy from micro-cracks in the insulation of a 'monopolar scissors instrument. Refer to the following internet link for access to the internet blog: (B)(6). Based on the internet blog, the following information was provided: according to the patient, she went home the same day that her da vinci-assisted hysterectomy procedure was performed. The patient indicated that she didn't feel too bad and her dr. Said everything had went well. About a week and a half later, the patient reportedly began to have bleeding. The source of the bleeding was not provided. The patient went back to her physician who stopped the bleeding via cauterization. Details regarding the cauterization were not provided. Two days later, the patient reportedly experienced heavy bleeding. The patient revisited her physician who restitched the patient. Details regarding the restitching were not provided by the patient. On an unspecified date in (B)(6) 2013, the patient reportedly began to have problems. The patient claimed that she felt the same as when she had uterine prolapse. The patient visited her physician again and was found to have vaginal prolapse. On (B)(6) 2013 the patient indicated that she underwent another da vinci-assisted surgical procedure to have a bladder sling and pelvic mesh placed. During the surgical procedure, the patient claimed that her insides were such a mess the surgery could not be completed. The patient further claimed that she was full of chronic infection and was told that her insides were like wet tissue paper and tearing apart. In addition, the patient noted, the report also said severe friability. Making the surgery to [sic] dangerous to finish. The patient was reportedly sent home and instructed to take 8 very strong antibiotics for 10 days. The patient's physician wanted to give the patient's insides time to heal. The physician also did not want to fix the prolapse until at least (B)(6) and after she was free from infection. On (B)(6) 2013, the patient informed her physician that something was wrong and things just didn't feel right in her abdomen. The patient claimed that when she walked, it felt as though things were just jiggling around in there. The physician reportedly didn't say much. On (B)(6) 2013, while the patient was outside, she reportedly heard a pop and knew something was very wrong. The patient's husband took her to an ER. An ob/gyn physician assessed the patient and determined that she had vaginal cuff dehiscence with about 2 inches of her intestine protruding through. The patient had emergency surgery to repair the vaginal cuff dehiscence. On an unspecified date in (B)(6) 2014, the patient underwent unspecified reconstructive surgery that reportedly went well. However, the patient indicated that she has still been experiencing abdominal pain daily in addition to unspecified bowel and digestive problems. Intuitive surgical, inc. (Isi) was provided with the operative report of the da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy performed on (B)(6) 2013. Per the operative report, the vaginal cuff was closed using a pds-equivalent v-lok suture towards the end of the surgical procedure. No complications were noted. The estimated blood loss from the surgical procedure was 20 ml and the surgeon noted that the patient tolerated the procedure well. Isi was also provided with additional medical records. The medical records confirm that the patient received medical intervention on (B)(6) 2013 for vaginal prolapse and on (B)(6) 2013 for vaginal cuff dehiscence.